Event description:
It was reported that an arteriotomy closure of the common femoral artery was attempted using a proglide after an interventional procedure. Reportedly, after deploying the needles and then withdrawing the needles no suture was attached to the needle. When the device was withdrawn the suture and the knot were found to still be in the shaft of the proggide. And the suture had not been deployed through the vessel. The wire was replaced and another device was used with the same result. Manual arterial compression was applied to achieve hemostasis. A 6fr sheath was used. There was no reported adverse patient sequela. The physician is reported to be trained in the use of the proglide device. There was no reported clinically significant delay in the entire procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The analysis of the returned device revealed that both cuffs successfully captured the needles and the rail suture end was cut with the device cutter. The probable cause was determined to be related to the operational context in the use of the device and not a product quality deficiency. A review of the lot history record for the reported lot revealed no non-conformances related to the reported event, indicating all lot release testing met acceptance criteria. A query of the complaint-handling database indicated there are no similar incidents reported from this lot. There does not appear to be any indication of a lot specific product quality deficiency. Six unused representative samples with the same part and lot number were returned for evaluation. Functional testing was performed on all six of the returned devices and the devices passed with acceptable results. No manufacturing issues or abnormal observations were detected. A cause for the reported experience could not be determined based on the investigation findings from the tested samples.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow up report will be submitted with all additional relevant information. The additional perclose proglide device is being filed under a separate medwatch MFR number.